Event description:
An optometrist reported a patient with large sterile infiltrate of the left eye at lasik follow up visit. Additional information indicated the patient's topical steroid dosage was increased. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).